Event description:
False negative result. Customer stated "I bought the test which provided a false negative. My symptoms have gotten worse and my children were tested at the hospital which confirmed they do have it." Mw516553.

Manufacturer narrative:
Batch records for final product manufacture and qc record for cov3100001 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov3100001 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and device evaluation." H6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
False negative result. Customer stated "I bought the test which provided a false negative. My symptoms have gotten worse and my children were tested at the hospital which confirmed they do have it." Mw516553.

Manufacturer narrative:
In this follow-up report, the following information has been updated from the follow up #1. H10 "additional narrative/data" - added related report numbers mw #516553. H7 "remedial action" - unchecked 'other' box per FDA request. G1 "contact office" - updated contact information (B)(6).

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result. Customer stated "I bought the test which provided a false negative. My symptoms have gotten worse and my children were tested at the hospital which confirmed they do have it." Mw516553.